Manufacturer narrative:
D4: expiration date : update the null value from 'ni' to 'na'. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a particle inside the bag. The particle appeared to be detached from the membrane of the port. The reported condition was verified. The cause of the condition could not be determine; however, could be related to the spiking process by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was noticed inside an unspecified quantity of 150 ml intravia containers. This was observed during visual inspection. Some of the particulates "look like they could be portions of the bags themselves". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.